Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: burn on insulation at shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The failure mode will be monitored for future reoccurrence. Mfg date: the device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.